Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The suture detached from the needle when being used with the suturing device. Opened a second suturing device but the problem continued. The needle also releases from the suturing device driver when it is not suppose to. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.